Event description:
It was reported that when the device was used during a stomach tube formation, the device delivered malformed staples on one side. A like device was used to complete the procedure. There was no adverse pt consequence.